Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 1997: [missing record: records for ¿ventral hernia repairs¿ were not provided]. On (B)(6) 2002: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent epigastric vertical midline incisional hernia with associated umbilical hernia. Postoperative diagnosis: recurrent epigastric vertical midline incisional hernia with associated umbilical hernia. Assistant: (B)(6), md. Anesthesia: general endotracheal. Operation: 1. Excision of a 10 cm vertical midline skin scar with reconstruction with a 15 cm long suture line. 2. Dualmesh repair of vertical midline epigastric incisional hernia. Operative indications: a 43-year-old lady working at (B)(6) making rod planks, lifting 50 to 60 pounds, and developed an epigastric strain. She then began developing an enlarging bulge in the epigastrium and this occurred after a previous epigastric vertical midline incisional hernia repair. Operative findings: there was a 10 mm incarcerated umbilical hernia and the epigastrium was a 5 cm defect in the vertical midline incision containing greater omentum. Other findings included both lobes of the liver were normal. The gallbladder was flaccid, empty, noninflamed with no stones, cursory inspection of visible small bowel and transverse colon was otherwise normal. No further abdominal exploration was performed. Estimated blood loss: less than 150 cc. Procedure: ¿the patient was taken to the operating room and placed under general endotracheal anesthesia. The abdomen was prepped with betadine and isolated with sterile drapes. The previous vertical midline incision skin scar was excised down to the subcutaneous tissues and then the incision was carried through the vertical midline fascia through the incisional hernia and through the umbilical hernia at the lower end of the incision. The hernia sac was dissected back into the peritoneal cavity and the abdominal cavity was cursory explored as noted above. A 15 x 18 cm piece of dualmesh was selected and it was tacked in the mid clavicular line at the upper and lower extents of the incision with a generous overlap by placing intraperitoneal sutures of 0 prolene. When the greater omentum was placed over all of the viscera, but the teflon mesh touched the stomach and any other exposed bowel. Eight cardinal sutures were then tied down, splaying out the mesh, and then it was held in place using an origin tacker. The vertical midline incision was then closed with running #1 prolene which also in four places caught the mesh to prevent a dead space. The skin was then undermined and then reapproximated with running 4-0 monocryl and episeals for skin for an intermediate level skin repair. Episeals were placed on the wound, a light dressing was applied, and the patient returned to the recovery room having tolerated the procedure well. The operative time was 47 minutes. Blood loss was less than 150 cc. The patient will be admitted for an extended stay for pain control.¿ on (B)(6) 2002: (B)(6) medical center. Implant sticker. Gore-tex dualmesh® biomaterial. Item #: 1dlmc04. Lot #: 00554474. The records confirm a gore-tex dualmesh® biomaterial (1dlmc04/00554474) was implanted during the procedure. On (B)(6) 2017: (B)(6), md. Consultation. Painful bulge upper abdomen, evaluation of recurrent ventral hernia, discomfort, pressure pinching for 6 months. Smoker. Impression/plan: incisional hernia without mention of obstruction or gangrene ¿ open repair. On (B)(6) 2017: (B)(6) medical center. (B)(6), md. Assistant: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operation: repair of recurrent incisional hernia with mesh. Anesthesia: general endotracheal and 0.25% marcaine in the fascia for postoperative comfort. Indication: a 58-year-old female, who has had multiple incisional hernia repairs in the past, the last one being with dual mesh, who has had six months of discomfort and pressure and pinching in the upper abdomen especially when she lies down or moves around. Her bra seems to pressure the area as well. This has been associated with some early satiety but no other gi issues. She has seen a bulge which is tender to touch and because of this came to see me. I confirmed that she had a recurrent incisional hernia. She comes now for repair. Operative procedure: ¿the patient was brought to the room and placed in the supine position. After time-out was performed, her hernia was marked in preoperative holding, everyone agreed to patient and procedure. She was given a gram of cefazolin as prophylactic antibiotics. Sequential's were used for vte prophylaxis, she was prepped with chlora prep and draped with paper drapes. The area over the bulge that could be felt today was opened with electrocautery. This was deepened down to the fascia where a small chain of lakes were seen. This was followed and finally needed to be extended around the umbilicus as there was about a 2 cm weakness at the level of the edge of the dual mesh itself. Once all of these were connected together the properitoneum was then dissected creating a space that would cover all of the upper chain of lakes with good coverage. A 6 x 6 ultrapro mesh was then cut to approximately 4 x 5 cm, rounded, and placed in the space. This was done after excising the peritoneum from the edge of the dual mesh and freeing it from a few adhesive attachments to the right and left lobe of the liver. The mesh was then slid into the properitoneal space superiorly and tacked to the fascia with a 0 pds. Securestrap tacker was then used to tack it to the underside of the mesh on the superior portion to the level where the edge of the old mesh could be seen. Dual mesh to polypropylene mesh transition was sutured with 0 prolene in a running fashion. This also closed the peritoneum next to the mesh to provide coverage of peritoneum over mesh. The mesh was then tacked laterally with the securestrap again with good overlay of the dual mesh. The fascia was then closed with a running 0 pds on a ctxb with the midportion of the mesh being incorporated into the suture again to hold it in place over top of the dual mesh. 0.25% marcaine was infiltrated in the fascia for postoperative comfort. The skin was closed with staples. A dry dressing was placed on the incision. The patient tolerated the procedure well, was extubated in the operating suite, brought to the post anesthesia care unit, and will be discharged or admitted overnight depending on how she does with pain control. Estimated blood loss 2 ml. Final sponge and instrument counts correct.¿ on (B)(6) 2017: (B)(6) medical center. Implant sticker. Ultrapro mesh. On (B)(6) 2017: (B)(6) medical center. (B)(6), md. Progress notes. Findings: curled under goretex mesh with chains of lakes above. On (B)(6) 2017: (B)(6), md. Office notes. Left upper abdominal discomfort. Soreness around incision, worried something came through mesh. Impression/plan: probably irritated abdominal wall. Aleve for 2 weeks, ice/heat. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open incisional with associated umbilical hernia repair on [date] whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred. It was reported the patient alleges the following injuries: weakness with the mesh requiring revision surgery on (B)(6) 2017. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The status of the device is unknown as no record of explant was provided. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.